Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The post-augment trial peg broke off.

Manufacturer narrative:
Examination of the submitted device confirmed the post is broken. With the information provided a root cause cannot be determined and the need for corrective action was not indicated. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.